Manufacturer narrative:
Phone number: (B)(6)

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an ECG failure.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the ECG was failed, and the cardiac conductance line was damaged due to malfunction of ECG cable. The rse recommended to replace it with the new ECG cable. The device remains at the customer site and no further evaluation is warranted at this time.